Event description:
At about 7 years and 7 months from the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta head and stem with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023 lot 124511: (B)(4) items manufactured and released on 11-jan-2013. Expiration date: 2017-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.